Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, it was reported to animas that the display screen was dim with a pink color hue. The reporter stated the display could still be read in room lighting, but was dim and that there was no improvement with battery change. The reporter stated the lens film over display was removed and that there was no known trauma to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.